Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent a partial knee procedure. Subsequently, patient was revised due to loosening of the tibial portion. A zimmer biomet tibial component and bone cement were used to replace the competitor product. Patient also reports the tibial component is now loose and she requires a subsequent revision which has not yet occurred as patient is experienced a bloody effusion. Pain, swelling, loosening, bloody effusion.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01789 - 1.

Event description:
No further event information available at the time of this report.